Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
Customer reported a button error alarm. She stated the alarm occurred while she was attempting to give herself insulin. The customer's blood glucose was unknown. The customer stated her insulin pump may have been exposed to sweat. She stated there was fluid under her lcd display. The customer stated she did not drop her insulin pump. She also reported several cracks around the plastic casing of her insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).